Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared (eol) earlier than previously estimated.

Event description:
It was reported that during a routine follow up this device was interrogated and displayed that the battery reached eol (end of life). This indicator was alleged to be due to premature battery depletion. This device has been explanted and is no longer in service. A new device was implanted. No adverse patient effects were reported. This device has since been returned for analysis and the investigation results are as enclosed.